Manufacturer narrative:
UDI: (B)(4)

Event description:
During the follow-up dated 11 jul 2016, ventricular oversensing and potential atrial capture failure were observed.

Event description:
During the follow-up dated 11 jul 2016, ventricular oversensing and potential atrial capture failure were observed.